Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover had foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the clip jam was due to clogging of the instrument suction channel (suction tube of the universal cord), which prevented insertion of the tube-cleaning brush. In addition, the cause of the foreign object could not be determined. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced a clip jam during reprocessing. There were no reports of patient involvement.